Event description:
Our daughter's malem alarm malfunctioned in the middle of the night when it was connected on her. The alarm has scarred her neck when she was asleep. Somehow the alarm gets hot every time batteries are inserted in it. Fortunately we were able to get to the alarm before it seriously burnt our daughter. However the burns are minor but distinctly visible. This alarm is dangerous and deadly to burn children in their sleep.